Event description:
A pt was sent to the ed from the hemodialysis unit due to a non-functioning hemodialysis catheter. A small crack was present in the blue port of the catheter (left internal jugular). The existing catheter was exchanged for a new dialysis catheter over a guide wire under fluoroscopy guidance.

Event description:
Add'l info rec'd from MFR 7/27/2004: the device was returned to MFR for eval. Engineering eval indicates that there were stress cracks in the threads. Investigational report indicates the use of hand cleaners/scrubs have a detrimental effect on makrolon connectors resulting in cracks. The connectors have been converted from makrolon connectors to delrin connectors. This complaint is recorded as user-related.